Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test. No possible over/under delivery anomaly noted. Turn on the sensor feature, unit communicate to sensor properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 426 mg/dl. The customer reported that they went to see the doctor and gave insulin, also reports that they have contacted their health care provider regarding the high blood glucose level. Troubleshooting was done for high blood glucose and under delivery. The drive support cap was flushed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering due to high blood glucose level. The insulin pump will be returned for analysis.